Manufacturer narrative:
One fluid warming, level 1 hotline low flow system was returned for analysis with the enclosure dirty and an old style pcb. An over temperature alarm functional test was performed to test the device. The device operated as intended and the issue was not duplicated. No action taken due to the age and condition of the device. It is deemed beyond economical repair and will be scrapped.

Event description:
Information was received that a smiths medical level 1 hotline low flow system had and over temperature alarm. No adverse effects reported.